Event description:
Patient with brugada syndrome and syncope post aicd procedure 6 years ago. He now has high impedance of the recalled riata lead and also is near end-of-life on the generator. Transvenous laser extraction was performed without complications. Lead and aicd generator were replaced.======================manufacturer response for alerted aicd lead, 1590 alerted lead riata (per site reporter).======================sales rep helped to identify product information and is facilitating the return of the product.